Event description:
It was reported that the distal tip of the electrode of the s-ICD system has eroded through the left side of the patient. The system is pending extraction to resolve the event and the patient was stable with no additional consequences.

Manufacturer narrative:
This device has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the distal tip of the electrode of the s-ICD system has eroded through the left side of the patient. The system is pending extraction to resolve the event and the patient was stable with no additional consequences.